Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred during the load process. Reportedly, the customer filled the cartridge with "just below" the 5 ml mark on the syringe. There was no impact to the customer's blood glucose level and the customer was able to reload the same cartridge successfully.